Manufacturer narrative:
Manufacturer's ref# (B)(4): on 29-mar-2023: informed today manufacturer will not receive the sportslock back for investigation. Clinical and risk assessment is still in progress; a final report will be submitted upon completion on 27-apr-2023: neither receiver, domes, sportslock received for investigation. No clear pictures provided. The clinical investigation concluded: the clinical evaluation for the device family does evaluate sports lock breaking. However, the clinical evaluation does not cover sports lock breaking and coming loose in the ear canal. The user guide states to contact the hcp if a foreign object is in the ear canal to reduce the potential risk of harm as far as possible. It is concluded that the current clinical evaluation and risk/benefit conclusions should be updated to cover the potential risk of sports lock breaking and getting lodged in ear. Risk register conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event. This is a final report.

Event description:
On 29-mar-2023: member was fit with a hearing aid receiver with a 6-8 mm power dome. Sport lock piece slipped over the receiver and dome, with dome still connected to receiver. Came into the dispenser with a broken sportlock and the square on the sportlock had become lodged in the ear. Dispenser referred member to ent for removal of sportlock piece. It was reported that the member had removed the sport lock piece herself. She didn't seek medical attention. She was seen by her dispenser on (B)(6) 2023 and he confirms member is fine now. On 27-apr-2023: no further information expected.

Event description:
29-mar-2023: member was fit with a hearing aid receiver with a 6-8 mm power dome. Sport lock piece slipped over the receiver and dome, with dome still connected to receiver. Came into the dispenser with a broken sportlock and the square on the sportlock had become lodged in the ear. Dispenser referred member to ent for removal of sportlock piece. It was reported that the member had removed the sport lock piece herself. She didn't seek medical attention. She was seen by her dispenser on (B)(6) 2023 and he confirms member is fine now.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). 29-mar-2023: informed today manufacturer will not receive the sportslock back for investigation. Clinical and risk assessment is still in progress; a final report will be submitted upon completion